Event description:
It was reported that the key for the 9600 system was lost. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The key was replaced during the service call. The system was found to be working as intended and put back into service.